Manufacturer narrative:
(B)(4). Date sent: 5/17/2023. See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2023. B3: only event year known: 2020. D4: batch # unk. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
With history of morbid obesity (bmi 52) the patient underwent surgery an uneventful lap sleeve gastrectomy. Five days later, the patient presented to the ER with abdominal pain and an upper gi demonstrated a gastric sleeve leak. The patient underwent a diagnostic laparoscopy, intraabdominal abscess washout, and drain placement. Operative note provided states an abscess pocket was encountered with minimal purulent fluid, some fibrinous material and an old hematoma, but no clear area of leak was identified. There was no extravasation of blue dye along the entirety of the available gastrectomy. The patient underwent an egd the next month that revealed her stomach was edematous with some hemorrhagic intramucosal blood without active bleeding. An upper gi confirmed a persistent leak, and she was placed on antibiotics, re-stented and discharged. Three months later, she presented to the emergency room with increasing fluid collection and underwent an egd with stent placement due to persistent gastric leak. The procedure note indicates that there was ¿friable tissue and [sic] the distal end of the gastric stent, and [t]his may correlate with the previously noted gastric perforation.¿ a stent was placed. All stents were removed over the following months however, patient developed dvt in her right upper extremity after having the PICC line.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2023 .